Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed but the exact cause is unknown. One 5 fr powerpicc catheter and the t-lock stylet assembly were returned for investigation. The stylet was observed to unraveled. The outer coils were completely separated from the core wire 14 cm from the distal end. The distal weld tip was not observed on the core wire or the unraveled portion. It was reported that the doctor thought that the stylet might have come in contact with scissors during catheter trimming. Based on the description of the reported event and condition of the returned sample, possible contributing factors include sharp instrument damage and retraction of the stylet against resistance. As the stylet was observed to be unraveled and the distal weld tip was not present, the complaint is confirmed but the exact cause is unknown. The product IFU instructs the user to "retract the stylet to well behind the point the catheter is to be cut." A lot history review (lhr) of rebx1741 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet could not be inserted into the vessel because the stylet became frayed during the insertion procedure. The doctor thought that the stylet might have got in contact with scissors during catheter trimming. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx1741 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet could not be inserted into the vessel because the stylet became frayed during the insertion procedure. The doctor thought that the stylet might have got in contact with scissors during catheter trimming. There was no patient injury reported.